Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial lead undersensing during ventricular arrhythmia resulted in inappropriate therapy. The atrial lead remains in use. No further patient complications have been reported as a result of this event.